Event description:
It was reported that this pacemaker exhibited intermittent undersensing. This caused inappropriate atrial pacing. P wave measurement went down. The device remain in service. No adverse patient effects were reported.